Event description:
It was reported that the left ventricular pacing lead failed to deploy during a procedure. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and no anomalies were found during analysis. (B)(4).